Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 28 october 2019. Date of this report: 14 november 2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.